Event description:
On (B)(6) 2012, the pt underwent emergent endovascular repair of the impending rupture of abdominal aortic aneurysm using gore excluder aaa endoprosthesis. After main-body implantation, a contralateral leg was deployed at the ipsilateral side and the physician began to cannulate the guide wire to the contralateral gate. At that time, the proximal neck of the trunk dropped into the aneurysm sac. The physician decided to convert to open surgery. All excluder devices were removed and y graft was used. The pt tolerated the procedure. The physician stated the possible causes were: reverse taper neck; neck angulation 70 degrees and ballooning at the proximal neck had not been performed yet.

Manufacturer narrative:
The review of the mfg paperwork verified that this log met all pre-release specifications. Per gore excluder aaa endoprosthesis instructions for use (IFU): the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation smaller than or equal to 60 degrees. And after deployment of the truck, the IFU states: position the aortic balloon inside the proximal region of the trunk. Avoid balloon contact with the flow splitter which is aligned with the long and short radiopaque markers. Inflate and deflate the balloon quickly with dilute contrast solution to seat the aortic end of the endoprosthesis. Additional device implanted and involved in this event: (B)(4).